Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the direct trend data displayed a message noting " data is not available". The issue was thought to result from a firmware anomaly. A firmware download was recommended to resolve the issue.